Event description:
It was reported that the minicap became loose on a minicap transfer set during use with a home patient (hp). The device had been in use for five months. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available. This is report 1 of 2 for this event and patient.

Manufacturer narrative:
(B)(4). Additional information: during visual inspection, leak testing, clear passage testing, and clamp function testing no issues were noted. The cause of the reported issue cannot be determined due to not being able to duplicate the alleged issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4). Should the device be received or additional relevant information become available, a supplemental report will be submitted.